Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and premature battery depletion. The patient was hospitalized and waiting for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.